Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (straightening of the aortic angulation with a rigid wire) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an engineer via the thv phone hotline, while at a conference in the united states, a physician from switzerland on the panel reported that during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient became hemodynamically instability followed by cardiac arrest after positioning the balloon inside the valve. CPR was performed for approximately 15 minutes. The decision was made to implant the valve during CPR. The valve was implanted, and the patient's hemodynamics recovered and the patient was stabilized. However, blood gas analysis showed the patient's hemoglobin dropped. Fluoroscopy showed a rupture of the thoracic aorta with active contrast extravasation. An endovascular thoracic stent graft was implanted. A safari wire was used during this procedure. There were no allegations of an edwards device malfunction. The perceived root cause of this event was the patient having an extremely tortuous thoracic aorta. Per report, prior to the tavr procedure, straightening of the aortic angulation with a rigid wire was performed to implant the valve.